Event description:
A facility reported a possible contact allergy reaction in the neurawrap location. The patient possibly needs a new surgery.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The neurawrap was not returned for evaluation; however, samples from same lot/batch retained by manufacturer were evaluated: DHR - lot 7323737 was reviewed and no anomaly was observed during its manufacturing, packaging, and inspection processes that could be related to the reported condition. The fg lot met all in-process inspections and testing requirements as specified in the shop order and related procedures. No quality event was issued for the reported finished good lot. Failure analysis - not possible because the unit was used and therefore will not be returned. No additional information has been received to confirm if the alleged allergy was caused by the use of the neurawrap product. A retain sample visual inspection of lot 7323737: three (3) neurawrap units were visually inspected. Dispenser boxes and trays were in good condition. The sealing area was complete and in good condition. No foreign material was observed. No defects were observed. Root cause - at the moment, no causal relationship between the product and the reported condition can be determined based on the information provided. However, as indicated in the IFU¿s contraindications, the patient may be hypersensitive to bovine derived materials.

Event description:
N/a.